Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as stuck buttons alarm. Customer¿s blood glucose level was 368 mg/dl at the time of incident and current blood glucose level was 435 mg/dl. Customer¿s other blood glucose level was 104 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and mouth was dry. Customer states they did not press a button down for 3 minutes or longer. Customer states they were able to clear the alarm. Customer states the buttons was working and responding. Customer stated that the cannula was bent. Customer stated that the auto mode was using. Troubleshooting was performed for high blood glucose level, stuck buttons alarm and bent cannula. The insulin pump will not be returned for analysis.